Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the bending/deformation of the sheath was caused by an excessive load applied to the insertion section during procedure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use ligating device exhibited a nylon rope incarceration (entrapment). This occurred during a nylon loop incarceration procedure. There were no reports of patient harm.